Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the deep clean toothbrush and the bristles started to fall off and got on her tongue and lodged between her teeth.